Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.10. Product evaluation: the cartridge was not returned for evaluation. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The associated lens and handpiece are qualified for use with the cartridge. Viscoelastic was not provided. A video was provided of the surgery. Review of the video indicated a failure to follow the directions for use (dfu). Inadequate viscoelastic was placed into the cartridge. The lens was not biased down. The lens appeared to be advanced very rapidly. After the lens is delivered, a clear strip of material can be observed on the posterior optic surface. A qualified lens and handpiece were indicated. It is unknown of a qualified viscoelastic was used. A root cause could not be determined for the reported complaint. Based on review of the provided video, the reported foreign material was most likely internal coating material from the cartridge tip. A failure to follow the dfu was also observed when reviewing the video. An inadequate amount of viscoelastic was placed in the cartridge. The lens was not biased down and was rapidly advanced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a foreign substance was found on the iol after implantation. The substance was removed using irrigation and aspiration. The physician assumes the substance might be from the cartridge and the substance in the cartridge stuck on the iol¿s optic when the iol passed through the cartridge, or the iol could be scratched when the iol passed through the cartridge. Additional information was provided indicating that two iols were used during this procedure with this cartridge. Foreign material was found on both iols during the procedure caused by the cartridge. Further information was provided indicating that the cartridge scratched the two iols.